Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose and sensor glucose at the time was 97 mg/dl and 98 mg/dl, 124 mg/dl and 162 mg/dl, 84 mg/dl and 53 mg/dl, 208 mg/dl and 168 mg/dl, 167 mg/dl and 93 mg/dl, 93 mg/dl and 55 mg/dl, 98 mg/dl and 46 mg/dl, 98 mg/dl and 41 mg/dl. The sensor was returned for analysis.